Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event was observed during analysis. Final analysis found that a partial lead was returned. The inner insulation was damaged and all five coil filars were fractured at 20.5 cm to 23.0 cm from the connector pin as a result of clavicular crush. Electrical tests found shorting between conductors consistent with clavicular crush damage.